Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, there was a broken tfna nail in a patient who had a non-union of a reverse oblique fracture, whose primary tfna nail was put in sometime in (B)(6) 2022. Revision surgery was done on (B)(6) 2022. Tfna blade and fluid samples were taken and sent for microbiology testing. There was no evidence of active infection. No further information is available. This report involves one 12mm/130 deg ti cann tfna 380mm/left-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implantation date is an unknown date in (B)(6) 2022. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 manufacturing location: monument. Manufacturing date: 21-feb-2022. Expiration date: 01-feb-2032. Part number: 04.037.259s, 12mm/130 deg ti cann tfna 380mm/left- sterile. Lot number: 648p661 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied by (B)(6) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 567p238. The DHR was inaccessible and hence could not be reviewed. Part number: 04.037.912.3, tfna lock drive. Lot number: 618p004. Five pieces were scrapped at cell final inspection for scratches or dings on surface finish. Work order traveler met all inspection acceptance criteria, apart from the five pieces noted. Inspection sheet, met all inspection acceptance criteria, apart from the five pieces noted. Part number: 21127, timoagri16.00. Lot number: 476p652. Inspection instruction met all acceptance criteria. Certificate of analysis supplied by nadcap dated 06-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 20-jan-2022 met all inspection acceptance criteria. Certified test report from perryman company dated 21-oct-2021 was reviewed and determined to be conforming. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the tfna fem nail 12 le 130° l380 timo15 was broken from the proximal hole. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail 12 le 130° l380 timo15 there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.